Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The patient effect of worsening mitral regurgitation (mr) and the reported patient effects of hypotension and death, are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that the patient underwent a mitraclip procedure under hemodynamic instability with no reported device malfunction. An impella device was implanted, but the circulatory compromise could not be resolved. Death was most likely related to severe heart failure and possibly the procedure, but the device did not contribute to the decompensation leading to this fatal hemodynamic compromise. A definitive cause for the unchanged mr, hypotension and death could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following information was provided: the suspected cause of death was hemolytic anemia. The physician did not attribute the hemolysis directly to the implanted clips or the mitral valve procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the death. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three clips were implanted without issue; however, the mr remained at 4+. It was noted that the patient was hypotensive throughout the procedure, and given medication. There was no issue with the mitraclip devices during the procedure. After the procedure, the patient was in cardiovascular distress and an impella device was placed. The patient could not be weaned off the device, and died on (B)(6) 2017. Reportedly, the procedure contributed to the death; however, the cause of death was not determined. No additional information was provided.